Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding display glass.

Event description:
It was reported that the insulin pump had missing segments and partial display. Customer stated the insulin pump was dropped. Customer's blood glucose was 79 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.